Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low monitoring voltage out of the box. It was 3.12 volts, and the boxed label stated 3.25 volts.